Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements during an implant procedure. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix retracted. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements during an implant procedure. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.